Event description:
The healthcare professional reported injecting a patient with 2ml of evolysse form in the cheek bilaterally. Approximately one (1) month post injection the patient experienced a hard mass on the right cheek. The hcp used 6 vials of hylenex to dissolve the mass and prescribed steroids. The mass temporarily resolved however, once the steroids wore off, the hard mass returned. Patient was restarted on steroids and antibiotics. Safety database reference number (B)(4). Additional comments importer (B)(4).

Manufacturer narrative:
Complaint (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.